Event description:
Guidant received information that this transvenous defibrillation lead and a non-guidant atrial pacing lead exhibited high pacing impedance measurements. An invasive procedure was performed one week post device replacement to check the lead connections. During the procedure, a loose connection was observed. The lead measurements after the procedure were all within normal limits. There were no patient symptoms reported with this clinical observation.

Manufacturer narrative:
As of today, available information suggests this lead remains in service without further complication. Should guidant receive additional information related to this clinical observation, this event will be reopened and updated.boston scientific crm received new information that this patient passed away in 2007. This lead was returned in 2010 for disposal. There were no other allegations against this lead while it was implanted. The cause of death was not reported.

Event description:
Event description guidant received information that this transvenous defibrillation lead and a non-guidant atrial pacing lead exhibited high pacing impedance measurements. An invasive procedure was performed one week post device replacement to check the lead connections. During the procedure, a loose connection was observed. The lead measurements after the procedure were all within normal limits. There were no patient symptoms reported with this clinical observation.